Event description:
It was reported to boston scientific corporation that a truetome jag 44 was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, after the device was successfully cannulated, the papilla was cut; however, the cutting wire would not bow. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results: the cutting wire was broken. Please refer to block h10 for full investigation details.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a0401 captures the reportable investigation results of cutting wire broken. Block h10: the returned truetome jag 44 was analyzed, and a visual evaluation noted that the cutting wire was broken from the distal pierced hole, which was consistent with the findings when the device was observed under magnification. Additionally, the tip was cracked. The functional inspection cannot be performed due to the device condition. No other problems with the device were noted. The product analysis revealed that the cutting wire was broken, and the working length was torn. These conditions could have been generated if there was contact between the device and the scope during energization or if the generator exceeded the maximum of voltage during the procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wire's integrity and cause a premature cutting wire fatigue that could lead to break. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. Additionally, it was found that the tip was cracked, which could have been caused due to attempts to advance through a difficult anatomy splitting the tip, also hitting the tip against a hard surface that can crack it, or the contact between the device and a hard surface such as the scope and additional instruments/tools. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.